Event description:
Information was received from a foreign healthcare provider (hcp) via the manufacturer's representative (rep) regarding a patient who was receiving 20 mg/ml of morphine drug at 17 mg/day via an implantable pump. On (B)(6) 2022, it was reported that the proximal portion of the catheter had a spot of dark discoloration that was discovered during a planned pump replacement procedure. It was unknown what, if any, environmental/external/patient factors might have caused or contributed to the issue. No further investigation was done. The pump portion of the catheter was replaced with a catheter piece of the same length from a different catheter kit. No patient symptoms were reported. The issue was considered resolved at the time of the report. The patient's status at the time of the event was listed as "alive - no injury". Additional information was received from a foreign healthcare provider via a company representative. The serial number and duration of implant regarding the replaced model (B)(4) catheter was unknown. It was unknown if a dye study was performed. The catheter had not been returned as patient consent authorizing analysis of the device was still missing. It was believed it would be a few weeks before patient consent could be obtained.

Manufacturer narrative:
Device evaluated by MFR: the catheter was returned, and analysis found a hole in the catheter body related to use medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.